Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode where supraventricular tachycardia (svt) showed an unstable rv morphology, similar to presenting. The device delivered inappropriate anti-tachycardia pacing (atp) that accelerated the rhytm into ventricular fibrillation (vf) zone and an inappropriate shock was delivered as the rhythm was still svt. Programming options were recommended for this ICD that remains in service. No additional adverse patient effects were reported.